Manufacturer narrative:
Aso evaluated returned samples for adhesion properties with no issues observed with the samples. Aso also reviewed satisfactory biocompatability reports on products manufactured with the same materials. Refer to this report for details.

Event description:
(B)(6) 2015 - the end user reported that she used the device to cover a cut and when she removed the device it took her skin off. Customer noted that the adhesive seems to be really strong on the product. Customer visited dr. Office for treatment.